Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred when the user got back from hiking. The user's blood glucose level was not impacted and the alarm was cleared.